Event description:
During a review of the event history for another report, it was discovered that failure code 500:320:625:0000 occurred during infusion which caused an interruption during delivery. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.the user interface module for this device is currently unknown.

Event description:
It was reported that the customer was hospitalized for high blood glucose. The blood glucose reading at time of the call was 120 mg/dl. Troubleshooting was performed. The husband stated that the infusion set was changed with no results. It was also stated that the customer changes the infusion set and reservoir every three days. The daily totals matched to the basals and bolus history. Ran a fixed prime test and the insulin exited. Performed a high pressure test and the device passed the test. No further info was provided.

Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.this device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed but not duplicated. The assignable cause was a defective main keypad. The main keypad has been replaced. Additional: the user interface module master software version for this device is 5.06.00, categorized as unremediated.

Manufacturer narrative:
(B)(4). A service history review revealed that this device was previously serviced for the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. The root cause investigation is in progress through (B)(4).